Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose value was 400 mg/dl. Customer also specified other relevant blood glucose and the value was 300 mg/dl. Customer treated with insulin pump and boluses for high blood glucose. Customer stated that he backlight was dim and difficult to read. The product will not return for the analysis.